Manufacturer narrative:
Investigation results: it was reported that there are defective valves. Seven samples model 2000e (2 lot 24075143, 4 lot 24055798, and 1 lot 24075142) were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was not observed while the piston was in the activated position for two samples lot 24055798 and one sample lot 24075142. The smartsites that failed the slit visual inspection test were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was not able to be flushed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause that generate the occlusion reported is an incorrect amount of fluorosilicone in the piston. Component lot was manufactured in may 2024, jun 2024 and jul 2024, before actions were implemented. Following actions were stated: ¿ system was purged, and dispenser valve was adjusted. [Nov 28th, 2024]. ¿ system was purged, and dispenser valve was adjusted. [Dec 03rd, 2024]. ¿ a quality alert by quality operations team was displayed on nov 13th, 2024, to communicate to the manufacturing personnel that is required to perform an additional sample to be tested for a correct quantity of fluorosiliocone due an inconsistency fluorosilicone application. 8 samples at the beginning of the manufacturing of the lot and additional 8 samples at the middle of the manufacturing lot. A device history record review for model 2000e lot number 24075143 and 24055798 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that 2 defective valves. 1. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. Delay of care 2. When did the defect identified. (Before use or after use) after use 3. Did the event lead to any leak or spill? No. 4. Please share the captured photo of the event if available.